Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer will be replacing the therapy cable assembly with one which was in their stock. After proper device operation is observed through functional and performance testing, the device will be returned to the end user for use.

Event description:
It was reported that the customer's device was giving a "connect electrodes" message when their defibrillation therapy cable was connected to a patient load. There was no report of any patient use associated with the reported failure.